Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error per boot loader traces. The formatted history file confirmed pump error (filenumber = 2005, linenumber = 5632) due to a software anomaly. Unable to perform functional test including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error displayed on the screen. Customer's blood glucose value was 198 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.